Manufacturer narrative:
Four spiration valves were placed in the patient. Four event reports were filed separately for this reported event, one for each device placed. This is report three of four reports. H3 other text : device remains implanted in patient.

Event description:
A patient participating in the svs post approval study underwent valve placement procedure for the treatment of emphysema. The physician placed a total of four spiration valves (3x svs-v9-00, 1x svs-v7-00) in the patient's rul and rml on (B)(6) 2023. On (B)(6) 2024 the patient returned for an annual follow-up visit as part of the post approval follow up study. The patient reported to the study physician that he had been hospitalized for shortness of breath on (B)(6) 2023, at a different facility. Patient medical records showed a CT scan and chest x-ray were performed, and opacity in the valve-treated lobes was observed. The patient was admitted to the hospital and was put on a course of antibiotics. The patient responded positively to antibiotics and was released on (B)(6) 2023 and continued his course of the five-day supply of antibiotics at home. The hospital discharge summary noted chronic obstructive pulmonary disease, unspecified copd type. The physician stated the event, acute copd exacerbation, was possibly related to the valve, due to imaging showing consolidations. There were no issues identified during the patient¿s annual follow-up visit on (B)(6) 2024. He continues his regular course of medication.